Event description:
Pt with open fracture of left femur. On 05/27/1998 femur reduced and plates inserted. 08/26/1998 pt had removal of plate due to non-union of left femur fracture, with broken titanium compression plate.